Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. A cartridge change was performed resolving the issue. Customer's blood glucose was 130 mg/dl. The customer continued using the pump for insulin therapy.